Manufacturer narrative:
D9: date returned to mfg.: 3/10/2025. H3 and h6. Codes: updated. Device evaluation: the reported problem was confirmed and replicated by testing and by visual inspection. Found loose air detector, defect air detector's board, cracked flow switch, and defect exchanger (work intermittent). The probable cause of the report error is the air detector's board. Replaced air detector and air detector's board to resolve the report error. Replaced heat exchanger, flow switch assembly, return tube, user interface membrane, and label. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the air detector/clamp was alarming red at all times, with a primed set installed and with an unprimed test set installed, and with air introduced, but the line was not being clamped. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.